Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40s mg/dl. Low bg cause was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline, resolving the issue with no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. The customer continued to use the pump for insulin therapy.